Manufacturer narrative:
Device is used for treatment, not diagnosis. PMA/ 5120(k): cannot be determined without a part number investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Journal article received: listeria septicaemia following insertion of a dynamic hip screw: a case report and literature review, international journal of surgery case reports, 2012;3(9):448-450. Authors: shafiq arif shahban, nataranjan manjula, shabih siddiqui. Article reports a case of listeria monocytogenes after insertion of a dynamic hip screw placed for a left intertrochanteric fracture of the femur. There were no complications with the procedure. Patient was treated with antibiotics. At 4-week follow-up patient was mobilizing independently with no reported pain and excellent range of motion of the affected hip. It is unknown if this is a synthes device. This report is 1 of 1 for complaint (B)(4).